Event description:
During an unknown surgery procedure on (B)(6) 2013, a drill bit broke off in the patient. The tip of the drill bit was retained inside the humeral head. The remaining piece of the drill bit was retrieved. No additional time was added to the surgery. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.